Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The video processor (vp) was analyzed. In logs, error 319 was found indicating that the fault had occurred in the field. Visual inspection, no issues were found that is related to the report issue. The vp was installed onto an in-house system (is4200) where error 319 was triggered indicating fault on the vp, replicating the reported event. Then the in-house system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. Once testing was completed, the system error logs was inspected and the verified the dual window appliance (dwa) to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the dual window appliance in the video processor.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced video processor (vp) to resolve the issue. The system was verified and ready to use. Isi has not received the vp for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error 319 on the system. The technical service engineer (tse) reviewed the system logs and found that the error pointed to the video processor (vp). The field service engineer assisted the customer with troubleshooting, but the error persisted. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer clarified that the ports were placed when the issue occurred. The customer converted the case to laparoscopic to continue, without any injury to the patient.